Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2026. On the day of the event, prior to the onset of symptoms, the cgm reading was 129 mg/dl. At approximately 6:00 pm, the patient¿s daughter noticed that the patient was confused, disoriented, nauseous, and was ¿out of it and making unusual noises¿ (which was used to describe an altered level of consciousness). It was unknown how, but the patient was immediately transported to the emergency room. When a fingerstick was taken at the hospital, the cgm reading was 129 mg/dl, and the blood glucose reading was 37 mg/dl. The patient was treated with intravenous fluids, saline, and oral fluids. No further medication was reported and the patient was discharged the next morning at approximately 3:00 am. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.